Event description:
The following information was provided: it was reported the patient's right hip was revised due to possible infection. A washout with head and liner exchange was performed. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
The following devices were also listed in this report: delta v-40 ceramic head 36/0; cat # 6570-0-136; lot # 26658154. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.